Event description:
It was reported that the sensing of p waves worsens with going more sensitive. Intermittent under sensing was also reported. The patient was in atrial fibrillation. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.